Event description:
Infection nos [infection]. Case description: spontaneous report was received on (B)(6) 2013, from an office staff via a sales rep regarding a female pt (demographics not provided), initials unknown. The pt's medical history was not provided. On an unspecified date (approx 2-3 years ago), the pt initiated treatment with series of synvisc (hylan g-f 20) injection, route of administration and dosage regimen not provided, in an unspecified location. The lot number for synvisc was not provided. On an unspecified date, the pt experienced infection (unspecified) which resulted in emergency surgery. Action taken with synvisc treatment was not provided. The outcome for the event of infection (unspecified) was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The causal relationship between synvisc and the event was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.